Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed, narrow, and eccentric lesion in the mid popliteal via the up and over procedure in the left common femoral artery with a 6f sheath. The patient had a fractured stent which was causing occlusion. The lesion was pre-dilated with a 6 x 40 armada at rated burst pressure. A supera was advanced to the lesion and deployment began; however, with approximately half a centimeter of the supera still to deploy, the ratchet mechanism would not advance the stent out of the sheath anymore. The deployment lock was released and the supera delivery catheter was pulled out of the 6f sheath to release the delivery catheter from the supera stent. This resulted in elongation of the final proximal one centimeter of supera within the popliteal artery. It was stated that there were no concerns with the elongation as the elongated section was within healthy un-occluded artery. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment difficulty and stent elongation was not able to be confirmed as the difficulties were based on case circumstances. It is likely that the distal sheath was bent in the vessel such that the ratchet was unable to engage the stent properly to complete the deployment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.